Event description:
It was reported that the blade broke during surgery. It was further reported that all pieces were retrieved. There was no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. Device not returned to the manufacturer.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke during surgery. It was further reported that all pieces were retrieved. There was no adverse consequences or surgical delay as a result of this event.